Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v. After the lens was implanted, there was a cut on the lens and the cause of the lens damage was unknown. The lens was removed without patient injury.